Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Device was in place ready for deployment. Distal pin and pull segment separated from shaft. This occurred on three separated protege gps stents. The procedure was completed with a protege 14x80x120. Evaluation of the returned devices found the received sds distal paddle and manifold lock housing were received separated from the manifold cap. The stent was fully enclosed with the outer sheath and the distal tip did not exhibit being overly pulled into the outer sheath. The root cause could not be determined. Please reference MDR's 2183870-2015-00512 and 2183870-2015-00513 for the other two protege gps referenced.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.